Manufacturer narrative:
Batch review performed on december 3, 2021: lot 2003025: (B)(4). Expiration date: 2025-jul-20. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in for a post-op appointment and it was observed that the patient's femur fractured below the lower distal tip of the stem. It is unknown how this occurred. Two weeks after the primary surgery, the surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully. Patient had weak bone. On the original primary surgery we utilized the straight stem impactor along with the standard broaches with the direct anterior broach handles. We are not sure when the fracture happened. It is a possibility that the fracture occurred during the primary hip replacement.